Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading was 188 mg/dl. Troubleshooting was performed. The customer stated that she changed the infusion set in the morning and her glucose level rose. The customer stated that she did not use the bolus wizard and she kept bolusing for her glucose of 496 mg/dl. Then the customer changed the infusion set and her glucose level dropped to 430 mg/dl in one hour. The customer stated that when she arrived at the hospital her blood glucose was 188 mg/dl, and kept dropping. The customer stated that she is on several medications for a severe brain trauma last year. The customer mentioned having a bent cannula. It was stated that the insulin was within exp date. Ran a fixed prime and high pressure test and the insulin pump passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.